Manufacturer narrative:
Investigation: the slight deformation confirmed on the actual product is not considered to affect the fixation of the septum. The cause of this event may be that the cannula was punctured away from the center of the septum or was not pulled out vertically during use, but the cause could not be identified.

Event description:
It was reported that during use of the interlink primary set 2y 20 50cm totm the interlink disconnects from the mating component. The following information was provided by the initial reporter, translated from japanese to english: y site part injection site is off at the time of infusion, the injection site part that would normally not come off was removed. Change the infusion route.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the interlink primary set 2y 20 50cm totm the interlink disconnects from the mating component. The following information was provided by the initial reporter, translated from (B)(6) to english: y site part injection site is off at the time of infusion, the injection site part that would normally not come off was removed. Change the infusion route.